Event description:
As reported by field clinical specialist, a patient underwent a successful tavr procedure for a 26 mm sapien valve in the aortic position approximately 9 years and 3 months ago. The valve was failing due to restenosis and the patient underwent a valve in valve procedure with a 26 sapien 3 ultra valve. There is no report of patient injury. Per follow-up, there was no regurgitation present and the patient was not symptomatic.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for valve degeneration, deterioration was unable to be confirmed due to unavailability of medical records/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, -a patient underwent a successful tavr procedure for a 26mm sapien valve in the aortic position approximately 9 years and 3 months ago. The valve was failing due to restenosis and the patient underwent a valve in valve procedure with a 26 sapien 3 ultra valve-. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information, a definitive root cause was unable to be determined at this time. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information that this valve was explanted. Updated b3, b4, b5, g3, g6, h2, h6 impact code, and h11.

Event description:
As reported by the implant patient registry, it was noted that the patients original 26mm sapien 3 valve as well as the most recent 26mm sapien 3 ultra valve were explanted simultaneously and replaced with an edwards surgical valve approximately 2 years and 8 months post viv procedure.